Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician felt an issue with the ruby coil and its pusher assembly and decided to remove the ruby coil. Upon removal of the ruby coil, the microcatheter kicked back and subsequently, it was noticed that the ruby coil had unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil. The procedure was completed using a new ruby coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician felt an issue with the ruby coil and decided to remove it. While retracting the ruby coil, the microcatheter kicked back and upon removal of the ruby coil pusher assembly, the physician noticed that the ruby coil was no longer connected to its pusher assembly and had unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil. The procedure was completed using a new ruby coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2022-00130. 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.